Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer¿s mother reported via phone call that customer were experiencing high blood glucose and insulin flow blocked alarm. Blood glucose level at the time of the incident was 534 mg/dl. Customer stated alarm did not occur during fill tubing and resolved by changing complete set. Customer declined troubleshooting fir high blood glucose. It was unknown whether the customer was using automode. The insulin pump will not be returned for analysis.